Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), a10007 - gps disposable kit; (B)(6), 230-02-02 - optetrak asy,cr cemented femoral, sz 2; (B)(6), 200-04-22 - cemented finned tib. Tra sz 2f/2t.

Event description:
As reported, approximately 7 years post the initial left total knee arthroplasty, the patient complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and a revision was performed. Breakage and wear were observed in the retrieved tibial insert. No metallosis was found. The surgeon decided there was no problem with the locking mechanism of the tibial tray. An osteolysis was found on the tibial side. Polyethylene particles and proliferative (growth) tissues on the surgical field were resected by the surgeon appropriately. Only the insert was replaced. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 problem code. H3: the revision reported was likely the result of prosthesis wear resulting from almost 9 years of implantation. Additional reasons for the prosthesis wear may include, malalignment between the implants, high contact stress during knee flexion, excessive posterior slope resulting in posterior wear, and inclusion of the polyethylene in the packaging recall or a combination of these. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided.